Manufacturer narrative:
Eval summary: as returned, the glenosphere impactor head is fractured. Based upon the lot number, the device had a potential field age of approx 21 months at the time of this incident. It is possible that the fracture was due to excessive or off-axis impaction force, but without further info this cannot be confirmed. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that the impactor head broke on impaction.